Event description:
It was reported by the patient that he underwent a microdiscectomy l3-l4 on an unknown date and suture was used to close the incisions. Five days post-operatively, he developed a food allergy resulting in hives on his arms, back, and back of the legs. Approximately one week later, he was hospitalized for angioedema of the lips. He has been under the treatment of an allergist, who has identified numerous food allergies since the time of surgery, and who opined that the triclosan in the antibacterial sutures may have precipitated the food allergies. The patient continues to have itching on his lips and is taking multiple antihistamines. Additional information was not provided.

Manufacturer narrative:
(B)(4). Additional information: contact office: (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.